Event description:
Health profession reported left side event of "alterations of the usual morphology are observed being the same spherical, associated with slight thickening of the capsule and scarce amount of periprosthetic laminar fluid¿, ¿folds are observed in the upper pole of the left breast¿, ¿capsular contracture, baker grade ii.¿ device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, white particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. During the analysis was observed crease fold however not is a workmanship because the device was explanted. And it was received without its original sealed packaging. The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: seroma.